Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The generator calibration and beam alignment were performed. The hv tank was replaced as a precaution. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.